Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Caller stated that the customer is currently in intensive care. Customer's blood glucose reading at the time of hospitalization was above 311 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display . The battery tube connector was not plugged in properly. Unable to test for battery out of limit alarms or perform functional testing including the displacement, prime, basic occlusion, occlusion and no delivery test due to blank display.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.